Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the left cubitus. The 90% stenosed target lesion was located in the calcified and moderately tortuous left upper arm shunt. A 6.0 x 40/80 sterling balloon catheter was selected and was advanced to the lesion without resistance. Once to the lesion, the balloon was inflated to 6atms for 60 seconds. On the second inflation, the balloon ruptured at 10atms after being inflated for 10 seconds. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).